Event description:
It was reported that the patient presented for an explant procedure of an abandoned lead. During the procedure, it was noted that the abandoned right ventricular (rv) lead, active rv lead and right atrial lead were intertwined and had to be explanted. The active rv lead was stuck in the header of the pacemaker due to the presence of fluid in the port and could not be removed. All the leads and the pacemaker were explanted and replaced. The patient was stable.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The reported event of failure to disconnect was not confirmed. As received, a partial lead (only distal portion) was returned in one piece. Visual and x-ray examinations of the partial lead did not find any anomalies except for procedural damage. Unable to perform the lead to device insertion test and dimensional analysis test due to the condition of the partial lead as received.

Manufacturer narrative:
Correction: section h6 - investigation conclusion should have been "no problem detected" rather than " cause not established".